Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient indicated that their implantable neurostimulator wasn't working since (B)(6) of 2017 and that she needed a new battery. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp was not familiar with the device, but the patient told her that he needed a new battery in his device because he had no battery for the last three years as of (B)(6) 2017. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.